Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post-op of a colon resection, the patient became septic, had to be taken back to surgery and was given a colostomy. It is unknown whether the colostomy is temporary or permanent. The patient is still in the intensive care unit. The device was discarded. Additional information was requested, but to date, no response has been received.